Manufacturer narrative:
Insulin pump cracked case at lcd window corners noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump passed displacement test, rewind test and basic occlusion test. Insulin pump had a cracked lcd window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. See scanned page.

Event description:
It was reported that customer recently had her basal setting changed by her healthcare provider and customer noticed that the insulin pump had a crack on the upper right and left corner of the screen. Customer's blood glucose was 121 mg/dl. Advised the customer the insulin pump would be replaced. Troubleshooting was done. It was also found that the time in her basal settings was incorrect. The customer was assisted in correcting the time and confirmed the basal rates had the correct time. No further information provided.